Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon has registered the patient and when checking anatomical points, the software became unresponsive. A hard re-boot of the navigation system restored normal function. The site re-loaded, re-registered the patient and the surgeon continued the procedure to completion with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The logs were reviewed during software investigation. This issue was found to be related to a software issue and was documented in a medtronic software anomaly tracking database.